Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred before this issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset pump with no repeat of malfunction, and was advised to continue using pump and to call back if problem occurred again, which customer acknowledged and understood.